Event description:
It was reported that the patient needed very high stimulation levels to hear. These levels could not be increased any further due to them causing facial stimulation. The reason for the required high stimulation is not known.

Manufacturer narrative:
UDI code not available for this device. The device was explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.